Manufacturer narrative:
E1 to be continued: (B)(6) hospital. The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the damaged and fell off into the stomach was identified. It is likely the result of excessive heat; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use electrosurgical knife insulation tips at the distal ends of two kd-611l were damaged and fell off into the stomach. The issue occurred during a therapeutic endoscopic submucosal dissection. There were no reports of patient harm.